Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Two x-ray images were provided: one a/p view and one m/l view. Both images are very poor, with bright spots indicating camera flash on the images. No dates are printed on the images, so x-ray dates cannot be confirmed. Three photographs of the explants were provided: one each of the femoral component, poly insert, and tibial base. Photograph of femur and tibial base do not indicate abnormal wear or damage, but explants were not available for physical examination. Photograph of poly insert indicates a broken spine. It is difficult to determine poly wear from the photo without reviewing the explant. The complaint notes show that the surgeon reported that the patient had had a number of falls during the 10 years that the implant had been in situ. The cause of the poly insert spine breakage cannot be definitively determined with the information provided. The patient is of unknown gender with a calculated bmi of (B)(6). The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect knee replacement implants. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision was conducted due to instability during surgery was it was discovered that the post on the insert had been broken off.